Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 70-year-old male patient for hemodynamic support in the setting of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During support, clinical findings consistent with hemolysis were identified. Evaluation of device position revealed the impella pump was positioned deeper than intended. The device was subsequently repositioned under echocardiographic guidance. Mean arterial pressure at that time was documented at 95 mmhg, and afterload reduction therapy was initiated as part of overall hemodynamic optimization. The device is functioning as intended and the patient remains on impella cp support. Based on the information available at the time of reporting, the hemolysis is most plausibly related to patient-specific and hemodynamic factors associated with ami/cgs and device position. Hemolysis is a known risk in patients receiving mechanical circulatory support as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemolysis/mechanical interaction with blood: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. Device in wrong position: the cause of the positioning issue was not determined due to lack of clinical details, no product returned for analysis.